Event description:
The facility reported an unk pump failure. This unk failure occurred during customer use but no pt was involved. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.